Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred throughout the night. Reportedly, the supplies were changed after each alarm. However, the alarm reoccurred. During troubleshooting with tandem's technical support while the customer was changing the cartridge, the customer noticed no insulin coming out of the patient line and then reported seeing insulin leaking out of the bottom of the cartridge. The customer's blood glucose (bg) level was over 600 mg/dl and the bg level was addressed with a manual injection. The customer reverted to manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.